Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. As received, the electrode belt was unable to communicate with the monitor. Upon investigation, the l703 component on the distribution node pca was thermally damaged, and the trunk cable was thermally damgaed. The root cause of the damaged components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to communicate with a monitor.